Event description:
Per the clinic, the patient experienced granulation and crusting over the implant site which was treated with antibiotic (oral and topical) and steroid (topical). The abutment had been removed. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on may 17, 2022.